Event description:
The event was reported as: the package is torn/broken. The reported issue was detected/reported by distributor ((B)(4)). A total of two device were reported with this issue.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.